Manufacturer narrative:
The investigation was performed by discussions considering complaint description, customer service reports, system history, & log file analysis. During an emergency procedure, no images were produced. Nevertheless, movements were still available. The procedure was finished on an alternative system. No health consequence was communicated. Initially, it was communicated that x-ray release was not possible, but the investigation showed that x-ray could be released. However, the amount of x-ray that was detected by the flat detector (fd) was so low that the resulting image would not have any diagnostic value which led to the system automatically aborting the imaging. The dose of the released x-ray was calculated to be 2.9mgy. The fd was replaced, and the system worked as intended. However, the replaced fd was investigated, and no issues were found. Another potential cause for such issues is the optical fiber cable. As the optical fiber cable was reseated during the replacement of the fd, it can be considered that the issue was caused by the optical fiber cable connection. The exact circumstance at the time of event cannot be reproduced retrospectively. The occurrence rate of the error pattern was checked. A possible error accumulation or even a systematic error, which leads to a corrective action of the installed base, could not be determined by the investigation.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed if additional information becomes available.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee floor system. During an emergency procedure, the user reported that x-ray release was not possible. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.